Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test, to check the foley catheter, they put distilled water in, and when they tried to remove it, the distilled water in the balloon could not be removed. They refrained from using it. Medicon syringe was used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test, to check the foley catheter, they put distilled water in, and when they tried to remove it, the distilled water in the balloon could not be removed. They refrained from using it. Medicon syringe was used.

Event description:
It was reported that during pre-test, to check the foley catheter, they put distilled water in, and when they tried to remove it, the distilled water in the balloon could not be removed. They refrained from using it. Medicon syringe was used. Per investigator's notification received on 08oct2025, it was reported that asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
The reported event is confirmed - other. Photo: received four (4) photo samples. All photo samples showcase an overview of all-silicone foley catheter and its packaging. Visual: received one (1) used all-silicone foley catheter with syringe without original packaging. Verified material number 119314 and manufacturing lot number ngjw2601. Visual inspection noted the catheter balloon was asymmetrical, 80:20 (B)(6). Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Attempted to deflate balloon passively and no solution could be withdrawn with the returned syringe. Using the in-house luer lock syringe, deflated balloon passively in under three (3) minutes with no cuffing or leaks noted, returning 10ml of solution. The complaint is against the syringe. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.